Event description:
The reporter stated that during a lumbar fusion surgical procedure, the surgeon was placing the cross rods and had the 't' handle seated on the rod. As he turned it to tighten it down the ball end came out of the socket. This occurred with two rods. No other medium rod was available. The surgeon elected to not use a cross connector, though, it would have been his preference to use one. The surgery time was not prolonged significantly. The devices are being returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.